Event description:
It was reported that: "during the insertion of the blade on the handle, the clear part broke." Additional information has been requested regarding the condition of the patient.

Manufacturer narrative:
(B)(4). Additional information was received regarding the event. The customer reports there was no patient injury and the condition of the patient is "fine". It was also reported that the event occurred during pre-test. The sample was returned for evaluation. A visual exam was performed and it was observed that the base of light guide is broken. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the insertion of the blade on the handle, the clear part broke." Additional information has been requested regarding the condition of the patient.